Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer report a scan of lo (less than 40 mg/dl) when scanning the adc freestyle libre sensor and self-treated sugar and went to sleep. On (B)(6) 2019, the customer had symptoms of vomiting throughout the night, a "wipeout," and low blood pressure and was unable to treat themselves. The customer obtained a ketone level of "8 " on an unspecified device and made contact with hcp who provided unspecified treatment for their symptoms. There was no report of death or permanent injury associated with this event.

Event description:
A customer report a scan of lo (less than 40 mg/dl) when scanning the adc freestyle libre sensor and self-treated sugar and went to sleep. On (B)(6) 2019, the customer had symptoms of vomiting throughout the night, a "wipeout," and low blood pressure and was unable to treat themselves. The customer obtained a ketone level of "8 " on an unspecified device and made contact with hcp who provided unspecified treatment for their symptoms. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed